Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to enterococcus bacteremia that developed into sepsis. Aortic valve endocarditis/vegetation was observed when a transesophageal echocardiogram (tee) was performed during explant. In addition, during the explant procedure, the right ventricular (rv) lead helix could not be retracted, so the lead was cut and continuous application of laser energy was used to explant the lead. Seven days later, a new ICD system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.